Event description:
It was reported that arterial line was placed in 2004, by resident. Md states good flash back and wire advanced easily through catheter. After catheter was positioned, withdrawal of wire was not possible. The wire kinked, appearing to do a "u-turn" or turn at a 90 degree angle. The catheter appeared as if it were going to dislodge and "bunched up". A hemostat was used to grab the wire and a larger incision was required to withdraw the device in its entirety. Pressure was held at insertion site and a probe was placed on patient's hand to ensure pt's pulse and vital signs were stable. Md reported no loss of flow and pulse good. A competitor's catheter was placed to complete procedure. No pt complications reported.